Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation as the patient was unable to be contacted, despite numerous attempts from the medical surveillance specialist (mss), to obtain additional information. The patient stated that the error message first appeared on an unspecified time/date during early (B)(6) 2015. The patient does not take any medication in order to help regulate their diabetes and denied making any changes to their normal regimen as a result of the alleged product issue. The patient stated that they experienced the symptoms of "sweating and shaking", however, it is not known when in relation to the alleged product issues these symptoms were experienced. The patient stated that on an unspecified date in september they were also hospitalized and treated by a healthcare professional. Further information regarding this treatment was not available to the mss at this time. The patient did state, however, that their blood glucose was measured on a hospital meter and a result of "52 mg/dl" was obtained. At the time of troubleshooting the cca was unable to walk the patient through a retest as the patient did not have testing supplies. The patient's products were replaced and requested for evaluation. Although it is unknown how the product may have been a factor in the patient's injury, this complaint is being reported because, the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed symptoms that could be indicative of serious injury while using the product.